Manufacturer narrative:
Remote service was provided. It was determined that this was a malfunction of the battery for which the rse provided information for replacement. If the replacement part is not available, the rse will provide the eol letter as this part is eol. The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed.

Event description:
It was reported to philips that the device has a battery problem. There was no patient involvement.